Event description:
A report of discomfort and sensitivity at the pocket site was received. The physician suspected infection and opened the wound to drain the fluid and cleaned it out. The infection is under control and the pt is doing better after the pocket was cleaned out.